Manufacturer narrative:
(B)(4). A follow up will be submitted upon completion of the investigation.

Event description:
The customer reported that the shock button was not responding. There was no report of patient involvement.